Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd879908 and gd878843 with no defects noted. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
While speaking with a home patient(hp) on (B)(6) 2011 regarding an unrelated alarm, the hp informed baxter that they had peritonitis. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that the hp was hospitalized on (B)(6) 2011 for unspecified peritonitis. Treatment initiated in the hospital was not reported, but on (B)(6) 2011, the hp was discharged with treatment continuing from (B)(6) 2011 at the dialysis clinic with vancomycin 1gm for 6 doses and fortaz 1gm daily until (B)(6) 2011, both intraperitoneally (ip). The hp is currently receiving hd due to pd catheter complications and is scheduled to have the pd catheter removed.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.